Event description:
Reporter stated that in 2006 the surgeon inserted a three-piece collamer lens model cq2015 into the patient's eye with no complications. When the patient came in for their one day post-operative visit, the surgeon noticed a foreign body embedded on the optic of the lens. The surgeon enlarged the original incision to remove the lens and replaced it with another lens and placed a suture. It was reported that the doctor did not notice the foreign body when he inserted it into the eye originally.